Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted with mirs construct had revision surgery on (B)(6) 2012 to fix loose locking cap at right l1. The total construct was at levels l1 to s1. It was discovered the right and left locking cap at l1 was loose on an unknown date. Patient was returned to or on (B)(6) 2012, surgeon removed the construct, and patient was revised to medtronic construct. This is 15 of 22 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. The drawings correspond with the ao / asif specifications. No deviation according to material analysis, tensile strength, structural stability and manufacturing. The values match with the international norms iso 5832-11. The explants show sheered threads on both heads. Unfortunately the exact cause of damage is not identifiable afterwards. We assume any kind of bracing of the offset from the screw was leading to the cause of damage. No product failure could be detected.